Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation, although the user stated the hemospray worked effectively at stopping the bleed. However, the information provided by the user indicated that the device was used with a 3 way stop cock with continuous pressure. The use of this device with a 3 way stopcock is not supported by the IFU. The IFU provides instructions for proper set up and use of the device without supplemental components and utilities. The instructions for use (IFU) address potential clinical procedure related complications, including a caution related to distention of the stomach: "precaution: ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure." Use of continuous pressure would increase the insufflation volume likely contributing to the perforation. The IFU also includes the following information related to the occurrence of perforation: [hemospray is] "also contraindicated in patients who have gastrointestinal fistulas, are suspected of having a gastrointestinal perforation, or are at high risk of gastrointestinal perforation during endoscopic treatment." The IFU indicates the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation..." Prior to distribution, all hemospray endoscopic hemostat devices are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided by the user indicates that the device was used with a 3 way stop cock with continuous pressure. The use of this device with a 3 way stopcock is not supported by the IFU. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the upper gi tract, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray worked effectively at stopping the bleed. After successful hemostasis, the physician noticed that there was a perforation in the gi tract and is suggesting that the pressure of the hemospray may have been involved with the perforation that occurred. The customer informed the rep that the device was being used with a technique outside of the IFU. A 3 way stop cock with continuous pressure was attached to the unit and used during this part of the procedure [abnormal use]. An unintended section of the device did not remain in the patient. The patient went to surgery after this procedure to manage the perforation. The surgery was reportedly successful.